Event description:
It was reported that he patient had the inflatable penile prosthesis reservoir component removed and replaced due to pain. No further complications.

Event description:
It was reported that he patient had the inflatable penile prosthesis reservoir component removed and replaced due to pain. No further complications.

Manufacturer narrative:
H3 device evaluation the ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. Product analysis was unable to confirm the reported event.